Manufacturer narrative:
Film evaluation results are: the exact type and cause of the endoleak seen outside of the left limb and possibly the left common iliac artery could not be conclusively determined from the two still angio images provided. The pre-implant anatomy information, and additional films during the implant procedure were not provided. The source of the endoleak may have been from a possible type IV endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this type IV endoleak. The contrast appeared to be outside of the left common iliac artery from a possible vessel perforation, which may have been related to the implant procedure; however, it cannot be confirmed as additional films during the implant procedure were not provided.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 50 mm in diameter abdominal aortic aneurysm. It was reported that, during the index procedure, an angiogram revealed a type IV endoleak that occurred approximately 2 cm proximal to the distal end of the left iliac limb. The contrast actually extravasated outside the vessel. The physician elected to implant another endurant ii stent graft limb within the existing stent graft. An angiogram then revealed that the type IV endoleak was resolved. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.